Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a put in a new set and it did not work. Customer's blood glucose was high. Customer checked and his blood glucose readings were 242 mg/dl, 317 mg/dl, 441 mg/dl, and today it is 399 mg/dl. Customer stated that he woke up with high blood glucose and air bubbles in the reservoir. Customer received a no delivery alarm. Customer declined troubleshooting for high blood glucose